Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. In this case, it was reported that lesion site was totally occluded, which likely contributed to the difficulties crossing. Furthermore, it was reported that two other ht winn guide wires also failed to cross, suggesting that the lesion condition was the likely cause. Additionally, during the attempt to cross the totally occluded lesion, it was reported that a drilling technique [constant rotation of the guide wire with the right hand and simultaneous forward movement of the guide wire with the left hand] was applied. In this case, the reported separation is likely a result of the technique. It is likely that the tip of the wire became entrapped within the occluded lesion and with continued twisting of the proximal end of the wire; the material was subject to a torsional overload causing the tip to stretch and ultimately separate. To ensure tip separation does not occur as a result of manufacturing, a tip pull test is performed on each wire to ensure the tip is properly attached. Additionally, quality control performs on line reliability testing to verify the product quality. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Based on the reported information, it is likely that the reported difficulties are related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the lesion was a total occlusion of the mid tibial artery with mild tortuosity. A hi-torque winn 80 300 cm guide wire was attempted to cross the total occlusion using the drilling technique [constant rotation of the guide wire with the right hand and simultaneous forward movement of the guide wire with the left hand]. During the attempt to cross, it was noted that the guide wire tip coils had stretched and separated. The proximal part of the guide wire was removed, while the separated tip remained in the occlusion. A second hi-torque winn 80 [exact size not specified] was attempted to cross the total occlusion with the drilling technique, but again it was noted that the tip started to stretch. The physician did not report any resistance while removing the second guide wire, but decided to retract the second guide wire together with the guiding catheter [type unspecified] to ensure that the guide wire would not separate during retraction. A third attempt to cross the total occlusion with a hi-torque winn 200 guide wire [exact size not specified] was not successful, as only part of the occlusion was crossed, and the guide wire was removed from the patient without issue. No further attempts to cross the lesion were performed. The tip of the separated 300 cm hi-torque winn 80 remains in the patient in the total occlusion and the proximal part was discarded. The patient is stable. No adverse patient sequelae were reported. No additional information was provided.